Event description:
Customer reported experiencing low blood glucose readings of 7 mg/dl and stated that they were taken to the hospital. Customer stated that they were going to get a soda when they blacked out and smashed their face. Neighbor found the customer on the floor. Customer stated that he was gushing blood and when he attempted to get up, he fell again. Customer declined troubleshooting and stated that he had gastroparesis. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.